Manufacturer narrative:
The device was not returned to physio-control for evaluation. Physio provided the customer with a replacement lid and replacement battery for their device. Based on the reported information, physio has determined that the likely cause of the reported issue was the lid assembly, which resulted in the missing magnet.

Event description:
The customer contacted physio-control to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, the a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.